Event description:
Customer was hospitalized due to high blood glucose levels. Customer had changed the infusion set the day of the hospitalization. Troubleshooting was performed and pump passed the prime test, but customer did not have the tubing clamp to run the high pressure test. Tubing clamp was sent and customer was instructed to call back to run the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.